Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. The current blood glucose reading is 83 mg/dl. Customer stated that the drive support disk is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.